Event description:
This report is being submitted to document the completion of the investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Manufacturing review was performed for the tmj implants and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: loosening or displacement with or without removal of the implant. Infection (systemic or superficial). Facial swelling and/or pain. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00231-2 and 0001032347-2018-00231-2.

Event description:
Additional information was provided. The patient reported "the implant caused me a great deal of pain for the last few years until a doctor finally determined my jaw was my problem. He found that the implant had pulled away from my jaw and caused infection. They took it out and replaced it with a new implant. So far no trouble or problems."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00230-1 and 0001032347-2018-00231-1.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: biomet microfixation tmj system right narrow mandibular component catalog #: 01-6550 lot #: 550270, 2.4mm system high torque cross-drive screw catalog #: 91-2708 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00230 and 0001032347-2018-00231.

Event description:
It was reported via the receipt of tracking cards a revision occurred. Attempts have been made and no further information has been provided.